Event description:
The customer received questionable results for intact human chorionic gonadotropin plus the beta subunit (hcg+b) on a patient sample that was processed on the cobas p612 international version (p612) pre- analytics instrument. It was determined that one of the samples was run on this modular analytics e module (emod). The sample was processed through the p612 and was manually placed on the instrument. The aliquoted sample in a false bottom tube from the p612 initial resulted an hcg of 0.279 miu/ml. The master tube was repeated and run on the same instrument and generated a result of 11.7x- miu/ml. The customer was not specific on the result. The customer did not know which result was correct. The customer stated they reported "interfering substance" for the result; they could not provide a numeric value. The customer stated they also repeated all the chemistries and progesterone on both the aliquot and the master tube and those results matched perfectly. There was no adverse event. The lot number of the hcg+b reagent in use was 17509805, with an expiration date of 03/31/2015. The field service representative could not find a cause. He verified all operations and completed performance testing. The aliquot tube and master tube were repeated and generated the same results as they initially generated. He observed the instrument performing correctly and according to specification. All system checks were successful. The customer performed qc, which was ok. For the medwatch for the processing of samples on p612 serial number (B)(4), (B)(6).

Manufacturer narrative:
On further follow up, the customer indicated the sample was not in a false bottom tube.

Manufacturer narrative:
A root cause could not be determined. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.